Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g6,h1,h2,h3 and h6. As reported, the advanced tube of 6f/7f mynxgrip vascular closure device (vcd) was not going down to the vessel wall. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The sealant and the procedural sheath were not returned with device for investigation. The advancer tube was observed in the manufacturing position as received. The syringe was not attached to the returned device. It was reported that the advancer tube was not going down, however the sealant sleeve was observed in the manufacturing position which indicates that the device may not have been inserted into the procedure sheath during the procedure. The condition of the returned device does not match the description of the reported complaint. However, it is unknown if the device was manipulated post the procedure. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages/anomalies were observed. Per functional analysis, the shuttle down procedure was simulated. The shuttle cartridge advanced and retracted to the black handle with no resistance. The advancer tube was properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot f1901401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy- advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The condition of the returned device does not match the description of the reported complaint. It is unknown if the returned device was manipulated post the procedure. The returned device performed as intended per the mynxgrip instructions for use (IFU). Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the advanced tube of 6f/7f mynxgrip vascular closure device (vcd) was not going down to the vessel wall. There was no reported patient injury. The device will be returned for evaluation.